Event description:
Event description cpi received information that during an invasive procedure for a lead revision of a non cpi lead, the set screws of this implantable pulse generator (ipg) were stripped and the ipg had to be explanted.